Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six events were reported for this quarter. Four devices were received. Three events were duplicated during testing. The reported event was not duplicated during testing for 1 device; however, the device was outside specifications. One device was found to be affected by debris. Three devices were found to be affected by compromised lubrication. Two devices are available for evaluation but have not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device overheated. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale. Corrected data: 2 previously reported events are included in this follow-up record. Product return status: 2 devices were not available to stryker for evaluation. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused. Device not received for evaluation.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device overheated. There was no patient involvement; no patient impact.